Event description:
Reporter indicated that pt underwent vns therapy system explant due to infection. The pt was explanted secondary to wound infection not responsive to IV antibiotics. Both the lead and generator were explanted. The pt was reimplanted approx 19 months later.

Event description:
Further follow-up revealed that pre-operative, intra-operative, and post-operative antibiotics were given. The implant surgery reportedly lasted 3 hours. It was also reported that the pt is developmentally delayed and irritated/scratched the generator incision site where the infection was found. The pt was re-implanted with a new vns system and there have been no further problems reported. The cause of the infection was likely due to the pt irritating the incision site.